Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had alarmed software error detected. The customer did not recall there blood glucose level at the time of the incident. The insulin pump is returning for analysis.

Manufacturer narrative:
Insulin pump was received not stuck in manufacturing mode. Insulin pump was passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error alarm found in the insulin pump history due to software error. Unit was received with scratched case and minor scratched lcd window.